Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.